Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Four nonsustained tachycardia episodes of <(><<)> 220 ms v-v cycle are recorded between (B)(6) 2013.

Event description:
It was reported that the patient has had intermittent oversensing and pacing inhibition in the right ventricular pacing lead. The lead sensitivity was decreased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk bi-ventricular defibrillator (B)(6) 2010; 4524 implantable pacing lead (B)(6) 2001; 4194 implantable pacing lead (B)(6) 2010. (B)(4).